Event description:
The site contacted berlin heart, inc to report that a patient supported in the lvad configuration had developed hemolysis and had a blood pump exchange. The reported ldh level was 2003 which is greater than 2.5xs the upper limit of normal. The ldh upper limit of normal for the site is 430. The site did not report any abnormal pump function noises or the presence of graphite in the air chamber of the pump. The following ldh levels were also reported: on (B)(6) 2021- 1200; on (B)(6) 2021 - 1700; on (B)(6) 2021 - 1648; on (B)(6) 2021- 2035 & 2063; and on (B)(6) 2021 - 2051. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well. According to the site the hemolysis is improving slightly since the blood pump was changed"

Manufacturer narrative:
The excor blood pump, s/n, 2020001 was in use by the patient from 2021-12-01 until 2021-12-20 ( 19 days). Wwe have reviewed the production records of the excor blood pump, s/n 2020001. This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
During initial visual examination of the returned blood pump, no defect could be detected. The thickness of the valve leaflets were within specification. The blood pump was then tested for functional performance, where it met its required functional performance. During testing no abnormal noise was observed. No defect , nor any malfunction was detected. The pump in question did meet its specification. Therefore correlation between the pump function and the development of hemolysis in the patient could not be determined.